Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was unknown. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm, unlocked keypad connector, or damage to the keypad traces was noted. No cosmetic damage was noted.